Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The dimension vista operator's guide instructs the user how to pause the instrument and disable and move the probe arms into a proper position so that maintenance can be performed. The hsc specialist did not find an indication in the instrument data that the user navigated to the correct screens to perform this procedure prior to maintenance. The hsc specialist determined that the customer did not follow dimension vista operator's guide while completing the monthly maintenance activity. The cause of the operator's hand being pierced by the r2 probe was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument contacted the siemens customer care center and stated that the reagent 2 (r2) probe pierced her right hand and drew blood while she was replacing the reagent server access cover. The operator was wearing gloves, which were pierced by the r2 probe. There was no reagent in the r2 probe. The operator washed her hand thoroughly with water and soap and alcohol wipes. The operator had a blood test for (B)(6), all of which resulted (B)(6). The operator was administered a tetanus shot and will be monitored by bloodwork for hepatic function. There are no known reports of patient intervention or adverse health consequences due to the operator's hand being pierced by the r2 probe.